Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. Though the exact manufactured date of the device in question could not be confirmed, the delivery date was noted to be 22nov2002. Based on the results of the investigation as well as the age of the device, it is believed that the reported failure occurred as a result of age deterioration of the motherboard over long-term repeated use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report of no image could not be confirmed. However, a missing pc board ribbon was noted and causing the unit not be to able to save/view captured images on the memory card. Evaluators speculate that the user's experience was caused by the customer's faulty camera head. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the visera video system center would not display an image during procedure preparation. There was no patient harm or consequence reported as a result of this event.